Event description:
The customer reported that the left monitor intermittently did not display an image. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep performed a function check and could not reproduce the problem. He flexed the interconnect and hv cables without and errors or problems. He made several high technique exposures and film exposures without any problems.